Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the call from the customer was provided. Review of the phone calls indicates the batteries being installed incorrectly as the suspected cause as an install batteries prompt was heard during help desk troubleshooting. Help desk staff was able to assist the customer install the batteries correctly and the report was resolved. The device was placed back into service at the customer's site. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6)-year-old male patient, the device prompted a "unit failed" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.